Event description:
Customer reported a no delivery alarm on the insulin pump. Customer's current blood glucose readings are 495 mg/dl and have treated with the insulin pump. Customer also reported noticing bent cannulas in the past and stated that their blood glucose readings at the time of the event were 500 mg/dl. Customer's recent blood glucose readings are 217 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.